Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility was positive, and the sample collected from the subject device tested positive for klebsiella pneumoniae/variicola and escherichia coli. Ofr requested the facility to provide the information regarding reprocessing, however the facility did not provide and ofr could not obtain it. The subject device was not returned to omsc for evaluation but was returned to olympus france (ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels and the distal end of the subject device. The testing result cleared the french guideline. Ofr checked the subject device and found followings. The light guide lens was chipped. The glue of the objective lens was chipped. The glue of the bending rubber was separated. There were scratches on the air/water cylinder and the suction cylinder. The range of the angulation was insufficient for specification. The insertion tube, the distal end and the instrument channel were deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The cleaning, disinfection, and sterilization information was requested 3 times but not made available by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. According to the user, it was found that there was ¿slight contamination¿ on the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.